Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leaking and returned on set of material 2420-0007, lot 24025785. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and the back check valve began leaking very quickly. The complaint of leakage was verified. The back check valve came apart easily, and the two components were photographed under a microscope. All information was forwarded to the back check valve supplier. The supplier found the issue to be a weld leak from an improperly manufactured back check valve component. The automation welder making the component underwent yearly calibration during this lot and had altered parameters and settings to verify the calibration. The automation welder was not reset to original status after the calibration, and some components were created with issues. The supplier has updated the form used to start up and test product post-calibration, limiting this issue. Next calibration, an extra review will be done before production re-starts. Device history record review for model 2420-0007 lot number 24025785 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: verbatim: it was reported out of our (B)(6) location that IV set 2420-0007 was leaking from the port site.